Event description:
Patient underwent implanting of peripheral nerve stimulator three years ago with implantable programmer for urgency and frequency. Over the last year, despite multiple attempts at reprogramming, the device has been unsuccessful and it was removed earlier this year.